Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and defibrillation lead displayed low and high out of range shock impedance measurements. The patient was seen in clinic for follow up where a 1.1 and 41 joule shock were delivered to asses the system. Both shocks resulted in normal shock impedance measurements. It was reported that the physician planned on extracting the system from the patient's abdominal area and implanting in the patient's clavicular area. There were no adverse patient effects reported. Available information indicates that the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.